Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, customer complained that the suture wing could not be folded normally. It was stated that the catheter were not repaired, there was no leak, tego was not utilized, and there was no adapter issue. There was no reported patient involvement.